Event description:
Reporter alleged blood glucose had been higher of 200 mg/dl and customer had high symptoms, however, questioned comparative back to back tests. Customer stated meter read 355 mg/dl back to back with a result of 154 mg/dl when testing was performed within 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.